Manufacturer narrative:
Mindray evaluated the unit, and no issues were identified. In addition, logs were collected for evaluation. The evaluation of the logs shows the following: 1. On (B)(6) 2024, at 17:09, a system self-test was performed, and the self-test result showed a leakage of 590ml/min, indicating that the external connection of the device may have leaked at this time. 2. At 17:10, the device began to ventilate; between 17:10 and 17:21, the device triggered multiple alarms such as " paw too high, "pressure limited, "and " tv not achieved." When the airway pressure was too high, the device would activate overpressure protection and switch from inhalation to exhalation. At this time, the tidal volume would not reach the set value. During this period, the device alarmed normally and performed by specifications. 3. Starting at 17:21, the device frequently triggered other alarms such as " tube disconnected" and " peep too low ". When the alarm was triggered, the inhaled tidal volume was much higher than the exhaled tidal volume, indicating that there may be significant leakage in the external connection of the device. The device alarm was operating per specifications. 4. When installing the equipment, the engineer conducts installation testing and provides installation training to the customer. The operation manual, in the "alarm message" section, explains the causes and countermeasures for alarms such as " tube disconnected" when the above alarms occur, the user needs to check the connection of the breathing pipeline. Device history records for this device were reviewed, and no abnormalities were detected. In addition, a mindray engineer visited the customer's site and confirmed that the sv300 was operating normally without any malfunctions. In conclusion, no malfunction of the sv300 was detected; the sv300 performed per specifications.

Event description:
The customer reported that on (B)(6) 2024, approximately at 17:00, during the use of the ventilator, the patient's oxygenation sharply decreased. After the patient's condition recovered, the machine restarted and continued to be used, and subsequent use was normal. No patient injury was reported.